Event description:
It was reported that the recently implanted vns patient began experiencing breakthrough grand mal seizures following implant surgery. It was noted that the patient normally had a few seizures per week prior to implant. Attempts for additional relevant information have been unsuccessful to date.